Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh device may have caused or contributed to the reported event. A colonoscopy showed mesh erosion into the proximal rectum. Patient underwent removal of device and small bowel reconstruction. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: (B)(6) 1997: the patient was diagnosed with a vaginal vault prolapse, cystocele, rectocele and underwent an abd sacrocolpopexy with implant of a bard/davol "marlex" flat mesh, a bilat paravaginal repair and a posterior colpoperineorrhaphy. Ni/ni/2013: the patient complained of frequent recurrent uti's, abd pain and underwent a colonoscopy which showed mesh erosion into the proximal rectum. On (B)(6) 2015: the patient underwent explant of the bard/davol "marlex" flat mesh and a small bowel resection. On (B)(6) 2016: the patient had an md office visit and underwent a colonoscopy to evaluate the patient complaints of generalized abd pain. S/p sigmoid resection and small intestine resection for mesh-induced perforation - last attempted colonoscopy incomplete because of visualized mesh. On (B)(6) 2016: the patient was admitted to the hospital for a bowel obstruction and underwent conservative medical treatment.